Manufacturer narrative:
Medtronic is leading an evaluation of the reported bipolar maryland forceps. Evaluation of the provided image just shows the the bipolar maryland forceps device with serial number c25bae6072. Further evaluation of the reported bipolar maryland forceps is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pyloric-side mobilization of a robotic laparoscopic distal gastrectomy, the bipolar maryland forceps (bmf) did not respond correctly to the surgeons input from the hand controller of the surgeon console (sc). The jaws of the bmf were not closing completely, so the efficiency of the electrical energy delivery was reduced and coagulation could not be achieved. The issue was resolved by replacing the bmf with another one. There was a delay of approximately two minutes. There was no patient injury.